Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator failed. There was no patient involvement. The service engineer (se) inspected the device. The se found the power management board was the issue. The se replaced the power management board and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.